Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized and due to high blood glucose on (B)(6) 2018. The customer¿s blood glucose was 299 mg/dl at the time of the incident. The customer was treated in the hospital. The customer stated that the pump buttons was hard to press. The customer was offered to troubleshooting for high blood glucose, but declined. It was reported that the reason for return was for motor error. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.